Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: lap chole. Event description: they were trying to clip the cystic artery. They actuated the trigger and no clip was loaded into the jaws. They actuated the trigger a second time and two clips were delivered, one clip clipped the cystic artery and the other one fell in the abdominal cavity. The second clip clipped well and the product performed normal afterwards. They had to removed the clip that fell into the abdominal cavity. There were other instruments being used but nothing relevant to the event. Additional information received from applied medical representative via email on 02may25: no, the trigger was actuated, and the clip did not load into the jaws. Kii 5mm trocar, z-threaded. No, this happened after the 5th clip was applied. The surgeon had already placed 3 clips in the cystic artery and then this happened after clipping the cystic artery twice. Therefore, only one more clip was needed. No, only one more clip was placed after the no clip loading event. It was properly seated when the clip was loaded and visible between the jaws of the device. No clip was manually removed from the jaws. A clip did not load prior to the double feeding. Yes, two clips dispensed during a single actuation, the one that fell into the abdominal cavity and the one that clipped the cystic artery. Patient status: patient is well. Intervention: the second clip clipped well and the product performed normal afterwards. They had to removed the clip that fell into the abdominal cavity.

Event description:
Type of procedure: lap chole. Event description: they were trying to clip the cystic artery. They actuated the trigger and no clip was loaded into the jaws. They actuated the trigger a second time and two clips were delivered, one clip clipped the cystic artery and the other one fell in the abdominal cavity. The second clip clipped well and the product performed normal afterwards. They had to removed the clip that fell into the abdominal cavity. There were other instruments being used but nothing relevant to the event. Additional information received from applied medical representative via email on 02may25: no, the trigger was actuated, and the clip did not load into the jaws. Kii 5mm trocar, z-threaded. No, this happened after the 5th clip was applied. The surgeon had already placed 3 clips in the cystic artery and then this happened after clipping the cystic artery twice. Therefore, only one more clip was needed. No, only one more clip was placed after the no clip loading event. It was properly seated when the clip was loaded and visible between the jaws of the device. No clip was manually removed from the jaws. A clip did not load prior to the double feeding. Yes, two clips dispensed during a single actuation, the one that fell into the abdominal cavity and the one that clipped the cystic artery. Patient status: patient is well. Intervention: the second clip clipped well and the product performed normal afterwards. They had to removed the clip that fell into the abdominal cavity.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit passed all relevant testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.